Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow alarm (alarm 02) on arctic sun device s/n dyhral001. It was fine last night, but now they were getting an alarm. Flow 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 19%. Asked nurse to remove the fluid delivery line (fdl). Inlet pressure (ip) was -4.8psi. Replaced fluid delivery line (fdl) and flow increased to 0.4lpm, inlet pressure (ip) was -7psi. Nurse can see one kink where the tubing goes into the pad but cannot get it to stay open. Flow remains 0.5lpm. Suggested trying to resolve the kink and if unable to replace device first. If not resolved replace the pad. Showed nurse where to adjust timer to match where they are in therapy.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow alarm (alarm 02) on arctic sun device sn (B)(6). It was fine last night, but now they were getting an alarm. Flow 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 19 percent. Asked nurse to remove the fluid delivery line (fdl). Inlet pressure (ip) was -4.8psi. Replaced fluid delivery line (fdl) and flow increased to 0.4lpm, inlet pressure (ip) was -7psi. Nurse can see one kink where the tubing goes into the pad but cannot get it to stay open. Flow remains 0.5lpm. Suggested trying to resolve the kink and if unable to replace device first. If not resolved replace the pad. Showed nurse where to adjust timer to match where they are in therapy. Per follow up information received via task on 03oct2025, spoke with nurse who stated they replaced the pad and stored it behind the charge nurse desk and was not sure of its current status. Nurse confirmed after pad replacement, flow rate was fine, and therapy completed the next day.